Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds. The lea dless ipg was removed and replaced by a transvenous ipg system the next day. No patient complications have been reported as a result of this event.